Manufacturer narrative:
Section b5 and d6b( explant date ) were updated based on additional information.

Event description:
Additional information received that pump was explanted.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported tachycardia could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name has been corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 pump was placed via the axillary graft site to support the (B)(6) male patient who had been admitted in with cardiogenic shock, cardiomyopathy, and presenting in scai stage e shock. The patient's underlying history was not shared beyond the patient being on inotropes, vasopressors, and a vent for respiratory needs. The patient's automatic implantable cardioverter defibrillator (aicd) was shut off on day 9 of the support and the patient went into ventricular tachycardia (vt). The vt prompted the team to shock the patient and start the medication lidocaine. The pump position was not thought be the cause of the vt and so the patient was to return to the cardiac catheterization lab to evaluate the coronaries as possible cause of the vt. The pump remained on for support. This patient had underlying electrophysiologic issues, as the aicd was already present for the patient's arrhythmia.